Event description:
Boston scientific received information this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, loss of atrial capture was noted. The device had reached end of life (eol). The patient underwent a device up-grade procedure. This device was explanted and the lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.